Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed that quality control (qc) results were out of range, and patient sample test results did not correlate with a rerun. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed an inspection of the instrument and replaced a broken aspiration probe tubing. The performance of the instrument was verified, and qc testing performed with no issues. The operation of the instrument was confirmed, and the operator performed replicate testing, and no issues were noted. Siemens evaluated the event, and the cause of the discordant hcg result is due to damaged aspiration probe tubing. The cse completed the service and testing, and the system is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant human chorionic gonadotropin (hcg) result was obtained on an advia centaur xp instrument. The discordant result was reported to the physician(s). The customer used the same sample and performed repeat testing to confirm the correct result. The repeat testing occurred post-siemens service visit, and it is unknown if a corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated hcg result.